Event description:
The customer reported erroneous troponin I (accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving access 2 immunoassay system. Subsequent testing of the patient samples recovered lower results, one within the risk stratification and one within the normal reference interval. One patient result was released out of the laboratory. An amended report was issued. There were no reports of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance (pm) and discovered mixer area, belt track and wash carousel required maintenance. The fse replaced all associated pm parts, cleaned analytical module, performed system check, high sensitivity (hs) system check and 46 precision replicates of troponin I; all results passed within specifications. The system met specification requirements per established procedures. The unit conformed to the manufacturer's performance specifications. The customer stated samples were normal in appearance. The lithium heparin clear samples were in 13x100 ml insert cups. The customer noted the cups appeared slightly full during the initial test but no errors were noted. Samples were centrifuged at 13,000 rpm (revolutions per minute) for five minutes. Quality control (qc) recovered within specification. System check performed on (B)(6) 2012 was within specification. The customer noted no errors during assay analyses. This medwatch report is related to MDR 2122870-2012-00964.